Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this right ventricular (rv) lead, the stylet was curved prior to the lead being inserted into the patient. When the rv lead was being inserted for positioning, the electrode tip became stuck on the patient's tricuspid valve. The lead was unable to be moved despite several different attempts and as a result, this lead was surgically abandoned. A new rv lead was able to be successfully implanted. No adverse patient effects were reported.